Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device analyze feature did not function properly. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. Review of the device activity logs did not support the customer's report. Review of the activity logs indicated the device started 3 analysis attempts. The first was paused and did not complete the process, the second analysis was completed successfully, and the third did not complete because the electrodes were removed, which was confirmed by the customer. Once the device was able to perform an analysis without interruption from the end user, the device performed the analysis successfully. The device was recertified and returned to the customer. No trend is associated with reports of this type.